Event description:
Used renu multiuse for a few years. Got a batch of renu with moisture loc and contracted serious ailment "acanthamoeba keratitis" within I week, I am in my 10th month of treatment for this hellish scourge. Cornea has been scarred.